Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level was "high" (>27.8 mmol/l, >500 mg/dl), while wearing the pod for 48 hours. The pod was reportedly leaking insulin and when removed from the infusion site (back), the cannula was observed to be bent. As treatment, a new pod was successfully applied.